Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients medication orders failed to load into pyxis due to an active directory (adt) host issue. A technical support (tss) specialist discovered that the patient had been discharged and needed to be reverse discharged for the profile and orders to appear at the unit. The tss provided these findings to the customer and successfully performed the reverse discharge, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient medication orders failed to load into pyxis. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.